Event description:
On (B)(6), 2011, the patient reported that she had a consultation with the implanting physician on (B)(6), 2009. The consultation revealed that the patient's tissue near the pelvic bone on the right side had grown around the implanted mesh making it difficult to remove. The physician told the patient that the pelvic pain was due to retention. The exact onset of retention is unknown. After the initial procedure, the patient developed a urinary tract infection. The patient was prescribed cipro for the infection and lorcet for the pain (exact date unknown). The patient was referred to several other urologists and was scheduled for another consultation on (B)(6), 2011. The results of this consultation are unknown. The patient canceled the surgery scheduled for (B)(6), 2011. The patient is still taking cipro, lorcet, oxycodone, and percocet to date. The patient continues to experience retention.

Event description:
The patient reported that the pain has become progressively worse and that she is experiencing vaginal discharge (date of onset unknown).

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a transvaginal tape procedure on (B)(6) 2008. According to the complainant, there were no reported patient complications during the initial procedure and the patient experienced a normal amount of groin pain post procedure. Four months after the initial procedure, the pain worsened to the point where the patient was unable to sit, stand or walk for prolonged periods of time. It was reported that the patient experiences continued groin pain, vaginal pain, leg pain, pelvic bone pain, lower back pain and incontinence. The patient was referred to a pain specialist who prescribed her percocet and oxycodone in 2009. The exact date of the appointment is unknown. The patient is still taking these medications to date, but only when needed. In (B)(6) 2010 (exact date unknown), the patient had a second surgery performed by dr. (B)(6) at (B)(6) hospital in (B)(6) to remove the sling. An inch of the mesh was excised. The patient continues to experience severe pain in the pelvic region and incontinence. The patient is scheduled for a third surgery on (B)(6) 2011 with the initial implanting physician, dr. (B)(6), to have the rest of the mesh excised.